Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer changed pump supplies to address the issue. Customers blood glucose was 340 mg/dl.